Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have lung nodules. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found both the base unit and humidifier had indeterminate sticky contamination in multiple locations. In addition, green discoloration was observed on both of the manufacturer information labels. Several locations within the water chamber showed evidence of heavy contamination of undetermined origins. The manufacturer visually inspected the device internally and found evidence of water ingress to the interior of the blower box assembly. No evidence of sound abatement foam degradation was observed, and the foam appears intact. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error codes. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but found evidence of water ingress and contaminations, which is likely from external source. On the previously submitted report, section d4 had incorrect unique identifier (UDI), which was updated/corrected in this report. Section b7 also updated in this report.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devicesthe manufacturer received information alleging to have lung nodules related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have lung nodules. There is no report of the medical intervention that the patient has received at this time. The manufacturer has attempted to arrange for the return of the device to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.